Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. Customer reported that he obtained a reading of 163 mg/dl on his accu-chek nano blood glucose monitor while the doctor's one touch blood glucose monitor read 340 mg/dl. The readings were taken at the same time. No treatment or adverse event as a result of these readings was reported. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).